Manufacturer narrative:
The system is no longer manufactured. Therefore, service could not be provided by a company representative (ar). The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the root cause cannot be determined conclusively. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a laser capsulotomy in the right eye his vision blacked out for five to seconds, incurred severe pain and experienced transient vision loss with an increase in floaters. The nurse began to give more numbing drops. He began to get a headache and the eye was uncomfortable. The patient received treatment with brimonidine tartrate and timolol maleate and loteprednol etabonate eye drops. One hour post procedure the patient had superficial punctate keratitis (spk) (severe dry patches on the cornea). Additional information has been requested.